Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The device will not be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened button dome switch and no unlocked lcd keypad connector was noted during visual inspection. We were unable to perform all functional testing including the displacement, operating currents, a21 error, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify other alarms due to the buttons not responding.